Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation/ displaced essure device/ displaced left essure device, which appears to be implanted within the posterior left uterine walls"), uterine perforation ("migration/perforation/ displaced essure device/ displaced left essure device, which appears to be implanted within the posterior left uterine walls"), embedded device ("foreign bodies embedded in uterine wall near origin of right and left fallopian tubes (spring coils consistent with essure/ penetrated into the posterior uterine wall"), device breakage ("possibly broken displaced left essure device which appears to be implanted within the posterior left uterine walls"), caesarean section ("caesarean section"), pregnancy with contraceptive device ("post-implant pregnancy / she had a baby with the essure/feel like she was pregnant"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding / heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, abdominal cramps, heavy periods, abdominal pain, tubal ligation, kidney stone, c-section, premature delivery, tingling, numbness, arthralgia, hand pain, rash, lumbar scoliosis, ringworm nos, coughing, ear pain, sinus pressure, sneezing, allergic rhinitis, gerd, acid reflux (oesophageal), acne aggravated, vaginal itching, uterine bleeding and menorrhagia. Concurrent conditions included flank pain, vaginal bleeding, absence of menstruation, pregnancy with contraceptive device, nephrolithiasis, nausea, chills, lightheadedness, wrist pain, pain in thigh, sore throat, fever, vitamin d deficiency, low back pain, pain in lumbar spine, dyspnoea, chest tightness, numbness of fingers, paraesthesia of fingers, gait disorder, carpal tunnel syndrome and swallowing painful. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), abdominal pain lower ("pain in lower belly"), back pain ("back pain"), abdominal distension ("bloating") and headache ("get lots of unusual headache"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("she also claim that she gain a lot of weight"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy, bilateral salpingectomy, lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device breakage, caesarean section, pregnancy with contraceptive device, uterine haemorrhage, genital haemorrhage, pelvic pain, dyspareunia, weight increased, abdominal pain lower, back pain, abdominal distension and headache outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal distension, abdominal pain lower, back pain, caesarean section, device breakage, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: 6 coils in left ostium 1 coils in right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: no CT evidence of acute intra-abdominal process. Specifically, no renal calculi or obstructive uropathy. Increased density of the liver is nonspecific but can be seen in conditions such as hemochromatosis. Hysterosalpingogram - on (B)(6) 2013: the proximal ends of both inner coils are seen within a few millimeters from the cornual tubal junction. The uterine cavity appears unremarkable without any obvious filling defects. There is no opacification of the fallopian tubes bilaterally. There is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Pregnancy test - on (B)(6) 2014: result : positive. Ultrasound abdomen - on (B)(6) 2014: 1. Saclike structure in the endometrial canal which would correspond to ega of 5 weeks. 3 days assuming this represents an early gestation. Cannot reliably distinguish normal from abnormal pregnancy at this early stage. Advise continued clinical follow-up and, if indicated, repeat ultrasound could be performed for clarification findings. Ultrasound pelvis - on (B)(6) 2017: possibly broken displaced left essure device. Which appears to be implanted within the posterior left uterine walls. Trace free fluid within the endometrial canal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain lower, headache, pelvic pain, abnormal uterine bleeding concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage,embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation/ displaced essure device/ displaced left essure device, which appears to be implanted within the posterior left uterine walls"), uterine perforation ("migration/perforation/ displaced essure device/ displaced left essure device, which appears to be implanted within the posterior left uterine walls"), embedded device ("foreign bodies embedded in uterine wall near origin of right and left fallopian tubes (spring coils consistent with essure/ penetrated into the posterior uterine wall"), device breakage ("possibly broken displaced left essure device which appears to be implanted within the posterior left uterine walls"), caesarean section ("caesarean section"), pregnancy with contraceptive device ("post-implant pregnancy / she had a baby with the essure/feel like she was pregnant"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding / heavy bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, abdominal cramps, heavy periods, abdominal pain, tubal ligation, kidney stone, c-section, premature delivery, tingling, numbness, arthralgia, hand pain, rash, lumbar scoliosis, ringworm nos, coughing, ear pain, sinus pressure, sneezing, allergic rhinitis, gerd, acid reflux (oesophageal), acne aggravated, vaginal itching, uterine bleeding and menorrhagia. Concurrent conditions included flank pain, vaginal bleeding, absence of menstruation, pregnancy with contraceptive device, nephrolithiasis, nausea, chills, lightheadedness, wrist pain, pain in thigh, sore throat, fever, vitamin d deficiency, low back pain, pain in lumbar spine, dyspnoea, chest tightness, numbness of fingers, paraesthesia of fingers, gait disorder, carpal tunnel syndrome and swallowing painful. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), abdominal pain lower ("pain in lower belly"), back pain ("back pain"), abdominal distension ("bloating") and headache ("get lots of unusual headache"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("she also claim that she gain a lot of weight"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy, bilateral salpingectomy, lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device breakage, caesarean section, pregnancy with contraceptive device, uterine haemorrhage, genital haemorrhage, pelvic pain, dyspareunia, weight increased, abdominal pain lower, back pain, abdominal distension and headache outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal distension, abdominal pain lower, back pain, caesarean section, device breakage, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: 6 coils in left ostium. 1 coils in right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: no CT evidence of acute intra-abdominal process. Specifically, no renal calculi or obstructive uropathy. Increased density of the liver is nonspecific but can be seen in conditions such as hemochromatosis.. Hysterosalpingogram - on (B)(6) 2013: the proximal ends of both inner coils are seen within a few millimeters from the cornual tubal junction. The uterine cavity appears unremarkable without any obvious filling defects. There is no opacification of the fallopian tubes bilaterally. There is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Pregnancy test - on (B)(6) 2014: result : positive. Ultrasound abdomen - on (B)(6) 2014: saclike structure in the endometrial canal which would correspond to ega of 5 weeks. 3 days assuming this represents an early gestation. Cannot reliably distinguish normal from abnormal pregnancy at this early stage. Advise continued clinical follow-up and, if indicated, repeat ultrasound could be performed for clarification findings. Ultrasound pelvis - on (B)(6) 2017: possibly broken displaced left essure device. Which appears to be implanted within the posterior left uterine walls. Trace free fluid within the endometrial canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain lower, headache, pelvic pain, abnormal uterine bleeding concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage,embedded device. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.